Event description:
It was reported faradrive steerable sheath clear pulse field ablation. No abnormalities noted during preparation. During aspiration, the sheath seal broke and leaked. Catheter was working properly but was not able to flush. Y. It was confirmed that the sheath leaked once the dilator was inserted and removed twice. The physician also mentioned that just event occurred for the first time, previously the sheath never leaked or the seal never broke when the dilator was removed and re-inserted. As the sheath leaked, more bubbles were formed and as it entered into the sheath, flush was not possible properly. No air was noted inside the patient. The guidewire was at the tip of farawave when entered the sheath . The farawave was removed and when the physician tried to reenter into the sheath, noticed the catheter would not flush at al thus sheath and dilator was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Block h6 device codes updated to: a020102 nonstandard device, a050401 fluid/blood leak and a1415 air/gas in device.

Event description:
It was reported faradrive steerable sheath clear pulse field ablation. During aspiration, the sheath seal broke and leaked. Catheter was working properly but was no able to flush. Thus sheath and dilator was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that no patient information available due to hospital policy. No abnormalities noted during preparation. It was confirmed that the sheath leaked once the dilator was inserted and removed twice. The physician also mentioned that just event occurred for the first time, previously the sheath never leaked, or the seal never broke when the dilator was removed and re-inserted. As the sheath leaked, more bubbles were formed and as it entered into the sheath, flush was not possible properly. No air was noted inside the patient. . The guidewire was at the tip of farawave when entered the sheath. The farawave was removed and when the physician tried to reenter into the sheath, noticed the catheter would not flush at all. The leak was a fast drip at the proximal end of sheath and saline leaked when attempt was made to flush. No blood leak was noted.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Visual inspection found a kink near the distal tip of the shaft. This defect was not mentioned in the complaint summary and is unlikely to have contributed to the reported allegation, indicating it must have occurred from handling during storage or transportation.

Event description:
It was reported faradrive steerable sheath clear pulse field ablation. During aspiration, the sheath seal broke and leaked. Catheter was working properly but was no able to flush. Thus sheath and dilator was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. 11jun2025: response received- no patient information available due to hospital policy. No abnormalities noted during preparation. It was confirmed that the sheath leaked once the dilator was inserted and removed twice. The physician also mentioned that just event occurred for the first time, previously the sheath never leaked or the seal never broke when the dilator was removed and re-inserted. As the sheath leaked, more bubbles were formed and as it entered into the sheath, flush was not possible properly. No air was noted inside the patient. . The guidewire was at the tip of farawave when entered the sheath . The farawave was removed and when the physician tried to reenter into the sheath, noticed the catheter would not flush at all. The leak was a fast drip at the proximal end of sheath and saline leaked when attempt was made to flush. No blood leak was noted.